Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the distal segment of the shaft had been fractured. The total length was found to be approximately 1477mm. According to the specification of this product the normal total length should be approximately 1500mm. The segment approximately 23mm in length was found to be missing from the main body. Magnifying inspection of the fracture revealed that the urethane layer had been stretched and whitened. Electron microscopic inspection of the fracture revealed the generation of some creases on the surface of the urethane layer. Electron microscopic inspection of the fracture cross-section of the core wire revealed the generation of a dimple pattern (concave and convex pattern), starting at one point on the surface. Around the fracture there was no anomaly, such as a flaw which could have been a trigger of the fracture. The outside diameters were measured on the intact urethane -layered segment and on the core wire and confirmed to meet manufacturer specification. The kink resistance of the shaft was measured and confirmed to be within manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current product sample and was subjected to a pulling force until it fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been flexed. The fracture was observed to be similar to that of the actual sample. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the radifocus guidewire m device. Follow up communication with the user facility confirmed the following information: during a shunt pta procedure, in an attempt to cross the actual sample over the severely stenosed target lesion, the customer advanced the actual sample by applying twisting movements to the shaft, when its distal segment became fractured; the distal segment separated and remained in the patient's body and is still there; and it was reported the procedure was completed successfully.